Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that a test mixing pump was needed during decon. Serviced the mixing (sn # (B)(6) pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they sent in data files showing this arctic sun device had a failed mixing pump. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device unit was primed to fill. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress. Level sensor was not reading correctly during sanitization fill, initially short filled. Performed 2k pm service on the unit.

Event description:
It was reported that they sent in data files showing this arctic sun device had a failed mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.